Event description:
It was reported that during a wrist arthroscopy procedure using a microblator 30 with integrated cable wand, the distal tip of the wand allegedly broke off while inside the surgical site. The procedure was completed using a back up wand. Information indicating whether the site was flushed or x-rayed was not provided. There were no significant delays or patient complications reported as a result of this event.